Manufacturer narrative:
Additional information found that this is an elective replacement and no allegation occurred against the device,

Event description:
Additional information found that this is an elective replacement and no allegation occurred against the device.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event, patient and device information. Further information was requested but not received. The UDI is unknown because the lot and model number was not provided.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2023, wherein the ipg was explanted and replaced with a different model. No further information is known at this time.